Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of death, fever, hemorrhage, neurological event and sepsis are known potential adverse events as listed in the instructions for use. Although a conclusive cause for the reported adverse patient effects and relationship to the device, if any, could not be determined; there is no indication of product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that five days post uneventful xact stenting procedure in the right internal carotid artery, the patient was hospitalized with altered mental status, high blood sugars and fevers. The patient was diagnosed with sepsis/bacteremia. CT of the head revealed intracranial hemorrhage to the left temporal area. The family requested no heroic measures or life support. The patient was given comfort care and died on (B)(6) 2011. There was no additional information provided.